Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "cable grip plate fit nicely. First cable was put through most proximal hole only to find that hole was drilled half way through. Surgeon looked at possible side of plate and there was no exit hole. Surgeon was unable to use the most proximal fixation bar. Ended up using 3 cables and still utilized plate successfully."